Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer hospitalized due to seizure possibly diabetes related. The representative reported that the customer was experiencing high and low blood glucose. The representative reported that the insulin pump would go to threshold suspend at night. The customer's blood glucose was 75 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.